Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective photometer lamp. The fse replaced the photometer lamp to resolve the issue. Section e: customer contact information is not available due to privacy laws of the russia federation. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false low alanine aminotransferase (alt) and creatinine (cre) quality control (qc) and patient results on their au680 chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.